Event description:
It was reported by the customer that a pyxis anesthesia es system froze, and drawers would not open during a procedure. The customer stated their pharmacy department was able to intervene. No other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's improper shutdown, reboot or power issue could have potentially caused this event. The station's logs confirmed a power related error occurred. Therefore, a field service engineer replaced the battery as a preventive measure. The system functioned as intended.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d5, g1, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 30-nov-2021 to 30-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system has rebooted without cleanly shutting down first. This error could have been caused if the system stopped responding, crashed, or lost power unexpectedly. Inspected the station and everything seemed to be operating correctly. A filed service engineer noticed the battery was outdated so he replaced it with a new one to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis anesthesia es system froze, and drawers would not open during a procedure. The customer stated their pharmacy department was able to intervene. No other information was released. There were no adverse events or injuries reported based on this event.